Event description:
It was reported that the lead impedance and threshold slowly rose over the course of the last year. There was no oversensing or other indication of lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076 implantable pacing lead, (B)(6) 2006. (B)(4).